Manufacturer narrative:
.

Event description:
Per the audiologist, the patient reportedly did not feel that he had reached his full potential with the cochlear implant system. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with anomalies on 4 electrodes. When these electrodes were deactivated in the sound processor program, the patient reported deterioration in sound quality. The patient requested that the device be replaced. The patient was explanted and reimplanted with a new device during the same surgery two months later. This patient is bilaterally implanted and had his contralateral implant replaced at the same time.